Event description:
It is reported that upon opening of implant, the inner package was cracked and implant had dislocated from foam.

Manufacturer narrative:
(B) (4). Eval summary: the inner and outer cavities exhibit damage as if the package was excessively handled, but cannot be confirmed from the given info. Device history records indicate all components were manufactured, inspected and packaged to specification.